Event description:
It was reported that post op a realize band implanted, the patient felt uncomfortable and had continuous abdominal pain. Antibiotics and anti-inflammatory medications were taken with no relief. The surgeon could not find cause of patient's symptoms. The band was explanted. When they broke through the encapsulation, there was a small amount of pus, but there was no evidence of a band erosion. Pouch dilation was noted where the stomach had stretched out. There were no other reported patient complication.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.